Manufacturer narrative:
D10 concomitant products: sig power sigadaptstnd linear adapter (serial# (B)(6); sigtrsb45amt 45mm med thk reinforced rel (lot# n4m1447y); egia60amt egia 60 artic med thick sulu (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sigmoidectomy, during rectal resection, when the reinforce cartridge, resection was done but after advancing 1-2 centimeters it retreated on its own. The same thing happened two more times to both reinforce cartridge. After that, resected it with a regular reload. That one also had strange behavior. After that, used another reload and was able to completely resect.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the user attempted to continue firing, but encountered more excessive load warnings. The user then pressed the open key on all firings. This caused the knife blade to retract before it reached end stop. It was reported that the device did not fire completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the stapler stops while firing, release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sigmoidectomy, during rectal resection, when the reinforce cartridge, resection was done but after advancing 1-2 centimeters it retreated on its own. The same thing happened two more times to both reinforce cartridge. After that, resected it with a regular egia reload. That one also had strange behavior. After that, used another reload and was able to completely resect.